Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the staples did not form properly. A small amount of bleeding was found after the staples were deployed. The surgeon manually sutured the tissue. There was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was not used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Therefore, no enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.